Manufacturer narrative:
The explanted probe will be returned to facility and analyzed by sophysa quality department.

Event description:
A csf leakage has been found during icp ventricular catheter implantation. No patient outcome has been reported to manufacturer.